Event description:
Device implanted in 2003 and explanted 22 days later. Pt experienced seizures lasting 15-20 seconds for three days deemed possibly related to device. Pt returned to normal. Hospitalized the third day and discharged 12 days later.